Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported disengagement failure of a disposable perforator (ID 261221) causing bleeding during making the first burr hole at the tent. Hemostasis was performed. The drill used with the perforator was a midas (medtronic). Based on information received, it is unknown if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole. The event did not led to surgical delay. No further information was provided by hospital.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Perforator (ID 261221) has been returned for evaluation- device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - a visual inspection utilizing the unaided eye was performed. Unit had a worn label and the lot number could not be determined via visual inspection, no other anomalies were observed. Spring test attempted, unit passed and was determined to function as designed. Functional test performed, unit successfully drilled 5 holes with no issues and was found to function as intended. Therefore, the complaint condition could not be confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Potential causes of failure include: drill allows to be set incorrectly, or user misuse.

Event description:
N/a.